Event description:
The facility reported a pump with failure code 814:01. This failure code occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hospital representative.